Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "make sure that insulin is at room temperature before use or air bubbles could form in the cartridge. Air in the system takes space where insulin should be and can affect insulin delivery." H3 other text : device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer was using cold novolog insulin with the pump. Tandem customer technical support informed customer that insulin is at room temperature before use per the user guide. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.